Event description:
It was reported the generator was used over about 5 cases. The surgeon noticed during procedures, there was lack of adequate power when using the usual settings. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors during initial testing. The reported complaint could not be replicated. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.